Event description:
The customer reported that the device would unexpectedly shutdown. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would unexpectedly shutdown. There was no report of pt involvement. A philips field service engineer evaluated the device and clarified the failure as the display would intermittently blank out. He replaced the power pca which resolved the failure. The device passed all post-servicing testing and remains at the customer site.